Manufacturer narrative:
A supplemental medical device report (smdr) # 01 is being filed to correct the PMA/510k date on the prior filed initial report. Incorrect date of (B)(6) 2020 is being corrected to (B)(6) 2020. The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received. The surgeon indicated there was excessive ultrasound without suction of the viscous material. The viscous material turned into a white foam. No system messages were displayed. The burn lead to corneal opacity affecting the visual axis and corneal edema of the left eye. Medical treatment of the corneal edema with hypertonic eye drops. The corneal edema is persistent for great than fifteen days post operative. Symptoms have not resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and no problem was observed. There was no system message (sm) in the event log. The system was then tested and met all product specifications. The company service representative observed four (4) surgeries and no problems occurred. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Regulatory assessment for reporting complete.  With current information, this report of no aspiration during sculpt meets criteria for reporting based on applicable medical device regulations. Exemptions may apply. (B)(6). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient experienced a corneal burn. This was noticed the next day at post operative visit. It was noted that during the sculpt phase of a cataract extraction procedure there was no aspiration. Additional information has been received indicating the event occurred at the beginning of sculpt mode. No system message was displayed. The staff changed ultrasound (us) tip, and handpiece. Finally the surgeon completed the case with an alternate system. Patient condition has been requested.